Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Star driver does not adequately engage the screw head during screw insertion. Surgical procedure was extended.